Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the cuff inflator pressure gauge, the customer noticed that the indicator needle did not move. Consequently this did not allow the operator to measure the pressure value. The operator stopped using the device as a result. No patient injury or complications were reported in relation to this event.